Manufacturer narrative:
Evaluation summary: customer reported that corneal endothelial cell loss was confirmed after the surgery. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure corneal cell loss. Suture lysis was reported approximately one week following the implant. Additional information was requested.